Event description:
A minimally invasive surgery on the thoracic spine for a fusion of vertebrae t5-t11, due to a fracture at t8, with intended placement of 12 k-wires and thereafter 12 spine screws bilateral for fixation (at vertebrae, t5-t7 and t9-t11), was performed with the aid of the display by the brainlab navigation software spine & trauma 2.0. During the procedure, the surgeon: - with the patient in prone position, made a small mid-line incision and attached a metal x-clamp with a 4-sphere navigation reference array to the spinous process of vertebra t9. - acquired an intra-operative 3d (x-ray) scan of the patient's region of interest with automatic image registration (air) of the current patient anatomy to the navigation. - verified the registration and accepted the accuracy to proceed. - planned the incisions using the brainlab pointer. - used a navigated brainlab drill guide to make pilot holes on all levels starting on the level furthest from the clamp (t5-t7 then t9-t11). - malleted the drill guide to dock in bone, drilled through the drill guide to create pilot holes, and inserted the k-wires through it into the pilot holes. - verified the navigation accuracy at each level by running a brainlab pointer over the bony surface. - acquired a second scan (with air), in order to confirm the placement of the k-wires. - observed a uniform deviation of all the k-wires by a ca. 2-4 mm cranial shift from their intended positions. - verified the registration accuracy using the pointer. - decided to revise the k-wires at t5-t7 with the observed deviation on the navigation display (by adjusting based on the known deviation). - used a navigated brainlab jamshidi (pedicle access needle, pan) to create the new pilot holes at t5-t7 and reposition the k-wires. - verified the placement of the k-wires with scans prior to placing the spine screws. - placed screws over the k-wires with a navigated non-brainlab screwdriver. - performed the final scan to confirm placement of the spine screws. - performed a decompression at t8, without the aid of navigation. - completed the surgery successfully as intended and closed the patient. According to the hospital representative (associate nurse unit manager, anum): - the ca. 2-4 mm deviation of the k-wires placed with the aid of navigation was detected by the surgeon before finalizing the surgery, with a verification c-arm scan, and 6 of the 12 k-wires that needed correction were re-placed to their intended positions with navigation at the very same surgery before placing their following spine screws. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no harm nor negative effect to the patient due to the deviating initial k-wire placements, also not due to surgery/anesthesia prolongation of ca. 1 hour. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since 12 k-wires were placed in the patient's spine in a different position than desired with brainlab navigation involved, despite according to the hospital representative (associate nurse unit manager, anum): - the ca. 2-4 mm deviation of the k-wires placed with the aid of navigation was detected by the surgeon before finalizing the surgery, with a verification c-arm scan, and 6 of the 12 k-wires that needed correction were re-placed to their intended positions with navigation at the very same surgery before placing their following spine screws. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no harm nor negative effect to the patient due to the deviating initial k-wire placements, also not due to surgery/anesthesia prolongation of ca. 1 hour. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of the k-wires, placed in the spine with the aid of navigation, by a ca. 2-4 mm cranial shift is: - a decalibrated (and therefore inaccurate) non-brainlab c-arm was used to acquire the pre-placement patient fluoroscopy scans with automatic image registration of the current patient anatomy to navigation and the registration was accepted by the user for navigation. Subsequent registrations performed during the surgery revealed a uniform deviation of the k wires and initial pilot holes (when checked with the pointer). Furthermore, testing of the c-arm by a brainlab and c-arm manufacturer's representative after the surgery revealed a ca. 4 mm deviation (directionality not reported). A c-arm that loses its calibration (due to e.g. High mechanical forces at transportation inside the user facility) results in an inaccurate anatomy registration in the navigation. A further contributing factor for the deviating placements in vertebrae t5-t7 (and to a lesser extent in vertebrae t9-t11) is: - relative movements of the spine anatomy during the surgery between the vertebra that the reference array was fixated to (t9), and the vertebrae operated on due to a not sufficiently rigid connection in between them, and the forces applied to the bones during instrumentation, as well as reported structural instability (fracture at t8). Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference array and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation between the actual patient anatomy location during the affected placements and the registered pre-placement patient scans displayed by the navigation for instrument position visualization was not recognized by the user with the necessary navigation accuracy verification of the registration, and throughout the surgery before and during the affected initial k-wire placements. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. The non-brainlab c-arm used at this surgery was already re-calibrated by a c-arm manufacturer's representative, and its corresponding new properties were calibrated to the navigation by brainlab on july 8, 2024.